Manufacturer narrative:
E1 - initial reporter city: (B)(6). H6 - device code added: failure to advance (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at first inflation at 12atm. The device was removed without any problem using the normal method and the procedure was cancelled. No patient complications and the patient was good post procedure. It was further reported that there was strong resistance felt when delivering the device to the lesion site due to severe calcification. The physician thinks that the balloon got damaged at first inflation when delivering the device to the lesion site.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at first inflation at 12atm. The device was removed without any problem using the normal method and the procedure was cancelled. No patient complications and the patient was good post procedure.